Event description:
The user received questionable troponin I results for two samples from one patient when the samples were tested with different lot numbers of the reagent. No units of measure were provided. The result of the first specimen was 2.45 with reagent lot number 163175. As the patient was being monitored, a second specimen was drawn after six hours. The result for the second sample was >25 with reagent lot number 164349. At the same time, they used reagent lot number 163175 to test the second specimen, the result was 13.22. The user also tested the first specimen with reagent lot number 164349 and the result was 8.97. The user also tried to use another bottle of reagent lot number 164349, but they still got a higher result than with reagent lot number 163175. No information was provided to determine if the erroneous results were reported outside the laboratory or if the patient was adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The lot number involved in this complaint, 163175, was not sold in the united states. This event occurred in (B)(6). Like or similar lots were sold in the united states. The following is the outcome of this investigation. Reduced recovery of li-heparin plasma samples has been confirmed for certain lots of elecsys troponin I and troponin I stat. In worst cases, li-heparin sample recovery may be 50% lower than serum recovery. This issue is caused by raw material (poly-l-lysin) lot instability. Poly-l-lysin is the agent required to ensure correct recovery of troponin I in li-heparin plasma samples. A change in reagent manufacturing has been implemented with production of reagent lots 164xxx and higher to prevent this issue from occurring in the future. A customer communication has been mailed to all affected customers instructing immediate discontinuation of the use of the affected lot numbers and to discard the affected products from inventory according to the site's local regulations. Replacement kits will be provided to affected customers. (B)(4).